Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that no shocked episodes are present to confirm inappropriate therapy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received multiple inappropriate shocks. The right ventricular lead had "isolation defect." The lead was replaced. The patient is a partipant in the (B)(6). No further patient complications have been reported as a result of this event.